Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the he was unable to test as his adc blood glucose meter "turned black" even after battery replacement. Customer was unable to check his blood sugar and experienced weakness and a fall. Customer was treated with an injection by his daughter and ambulance was called who performed a blood glucose test and treated with glucogel for hypoglycemia. There was no report of death or permanent impairment associated with this event.